Event description:
It was reported that the customer experienced a blood glucose (bg) level of 35 mmol/l with high ketone levels; cause was not known. Customer delivered a correction bolus via pump and administered a manual injection to address bg level. The customer was admitted into the emergency room, subsequently hospitalized, and treated with intravenous saline and insulin fluids. Customer was released from the hospital on (B)(6) 2025 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event. Recommendation was made to consult with a healthcare provider to discuss diabetes management.